Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device froze after providing a defibrillation shock during a patient event. In this state defibrillation therapy may be delayed or unavailable if needed. The customer advised that there were no adverse affect to the patient as the shock was delivered successfully and the patient had a normal sinus rhythm.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker observed that the device did not complete the boot process and could not powered off. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was scrapped by stryker.

Event description:
The customer contacted stryker to report that their device froze after providing a defibrillation shock during a patient event. In this state defibrillation therapy may be delayed or unavailable if needed. The customer advised that there were no adverse affect to the patient as the shock was delivered successfully and the patient had a normal sinus rhythm.

Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly and determined root cause of the reported issue was the single board computer.

Event description:
The customer contacted stryker to report that their device froze after providing a defibrillation shock during a patient event. In this state defibrillation therapy may be delayed or unavailable if needed. The customer advised that there were no adverse affect to the patient as the shock was delivered successfully and the patient had a normal sinus rhythm.